Manufacturer narrative:
Concomitant medical products: cook dilation syringe, ds-60cc-s. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed and the balloon was attempted to be inflated with water using a cook ds-60cc-s dilation syringe. The balloon could not be inflated and a leakage was observed from a rupture in the balloon material. A visual examination showed a rupture along the length of the balloon material. The catheter did not show any kinks or bends. No portion of the device appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the responses to additional questions indicated that negative pressure and lubrication were not applied to the balloon prior to advancement through the endoscope accessory channel. This is the most likely cause for the reported observation. A contributing factor to balloon damage is failure to apply negative pressure and lubrication to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user under precautions: "prior to insertion of balloon dilator, negative pressure is mandatory to maintain balloon deflation." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use also advise the user: "apply a water soluble lubricant to balloon to allow easier passage through accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, the complaint states that negative pressure and lubrication was not applied to the balloon. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of the product.

Event description:
During an esophagogastroduodenoscopy procedure, the physician used a cook quantum ttc esophageal balloon dilator. The balloon popped. The pressure of the balloon when it popped is unknown. The procedure was completed with another cook quantum ttc esophageal balloon dilator. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued from concomitant medical products: cook dilation syringe, ds-60cc-s. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed and the balloon was attempted to be inflated with water using a cook ds-60cc-s dilation syringe. The balloon could not be inflated and a leakage was observed from a rupture in the balloon material. A visual examination showed a rupture along the length of the balloon material. The catheter did not show any kinks or bends. No portion of the device appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the responses to additional questions indicated that negative pressure and lubrication were not applied to the balloon prior to advancement through the endoscope accessory channel. This is the most likely cause for the reported observation. A contributing factor to balloon damage is failure to apply negative pressure and lubrication to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user under precautions: "prior to insertion of balloon dilator, negative pressure is mandatory to maintain balloon deflation." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use also advise the user: "apply a water soluble lubricant to balloon to allow easier passage through accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, the complaint states that negative pressure and lubrication was not applied to the balloon. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of the product.

Event description:
During an esophagogastroduodenoscopy procedure, the physician used a cook quantum ttc esophageal balloon dilator. The balloon popped. The pressure of the balloon when it popped is unknown. The procedure was completed with another cook quantum ttc esophageal balloon dilator. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.